Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. Customer¿s blood glucose was 21 mmol/l at the time of the incident. Customer states that the plastic groove around the reservoir compartment to lock the p-cap infusion set and reservoir into the pump has cracked / chipped off and the is unable to secure the reservoir and the infusion set into the reservoir compartment. No further details provided. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap does not lock into the reservoir compartment properly due to completely broken reservoir tube lip noted.